Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the alleged malfunction. The graphical user interface (gui) printed circuit board (pcb) and the backlight inverter (bli) pcb were replaced. The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time of the event.